Event description:
It was reported that approx 2 years and 10 months post implantation, the lens was explanted from the pt's right eye (od) due to opacification.

Manufacturer narrative:
The lot history record was reviewed for the lens and no non-conformity or deviation was identified that would contribute to the reported complaint issue. The product was deemed acceptable for release. No similar complaints have been recorded for the same product lot. Investigation is underway.